Manufacturer narrative:
Device evaluation the device returned with no damage visible to the catheter or balloon. Hardened blood and residue was visible within the catheter. The balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035inch guidewire was loaded via the distal tip, but resistance was noted at the hardened blood/residue within the guidewire lumen. Negative purge did not detect a presence of a leak on the device. The device was pressurised to 6 atms and a leak was observed from the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue fillet. The glue fillet was lifted. It was not possible to inflate the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an impact admiral dcb during procedure to treat a mildly calcified fibrous lesion in the mid superficial femoral artery to popliteal artery. The device was prepped per IFU with no issues noted. Negative prep was performed. The vessel was minimally tortuous with minimal stenosis. Balloon inflation difficulty occurred at 8atm. A leak was noted on the catheter shaft. The device did not pass through a previously deployed stent. There was resistance encountered when advancing the device with no force used. The expansion was performed with the other non-medtronic balloon. There was no patient injury reported.